Event description:
As reported via (B)(6) study cec adjudication minutes received on (B)(6) 2011, the patient experienced a peri-procedure myocardial infarction. At the time of the index procedure, angiography revealed 70% stenosis of the proximal left anterior descending (lad) artery. The lesion was 8mm in length, de novo, and class b1. A 3.5 x 13mm cypher rx was implanted at 14atm by direct stenting and was post-dilated with a 4.0 x 10mm balloon dura star balloon at 16atm to fully expand the stent. The site reported 5% residual stenosis, but the angiographic core lab reported 20% residual stenosis. Post-procedure ck and ckmb remained within normal limits, but the troponin I increased to 0.516 (uln 0.050). The ECG core lab reported new acute persistent inferior t wave inversions and no new q waves. The investigational site reported that the patient complained of left arm pain after the balloon was removed post-dilation and prior to the ivus being done. The investigator did not feel this or the enzyme elevation was significant. It was reported that the post-procedure course was uncomplicated and the patient was discharged that day after the procedure.

Manufacturer narrative:
Concomitant medications at the time of the event included aspirin, diovan 160mg, nitropaste, hydrochlorothiazide 12.5mg, bystolic 10mg, zetia 10mg, zocor 80mg clebrex 200mg, lovenox 40mg, clopidogrel 600mg (intra-procedure), and heparin (intra-procedure) additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00977 and 3003742446-2011-00525.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including 4 pcis, dyslipidemia and hypertension. The indication for the index procedure was acute coronary syndrome. The target lesion was a proximal 70% stenotic lad. One study (B)(4) stent was implanted and post dilated. The core lab reported 20% residual stenosis, no dissection and timi 3 flow. Post procedure the cardiac enzymes were noted to elevated and this was diagnosed as an mi. The core lab reported new persistent inferior t wave inversions with no new q waves. No specific treatment was administered and the patient was discharged the follow day on dual anti-platelet therapy. The study stent remain implanted thus unavailable for analysis. The stent remains implanted and is, therefore, not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00977 and 3003742446-2011-00525.